Manufacturer narrative:
Findings: pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No motor error alarm or excessive no delivery alarm during testing noted. Motor passed motor test. Pump received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 90 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report an motor position encoder error alarm. The customer was assisted in performing pump rewind but got no delivery units of fill tubing. The customer tried to complete fill tubing and got no delivery. The customer went to troubleshooting no delivery and was able to prime successfully. The customer received 1 motor error in alarm history. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.